Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the inserted arm. User's hcp is aware of the event and the user was prescribed with antibiotics. No hcp's name was provided to add to the case details. Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive.

Event description:
On august 26, 2024, senseonics was made aware of an event where the user reported an infection at the insertion site.